Manufacturer narrative:
The insulin pump was received with constant beeping, vibrator active, alarm, unexpected time rapidly advancing, and unresponsive keypad, problem isolated to the electronic assembly. No frozen display noted. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarms due to alarm. The motor passed the motor test. The insulin pump had corroded keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm. It was also found the customer had a clock monitor frequency error and a watch dog time out alarm on the insulin pump after. The customer also reported the buttons on the insulin pump were unresponsive. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer also reported experiencing a severe low blood glucose episode, but did not provide a blood glucose value. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.